Event description:
As reported, the device angle adjustment works, but the angle adjustment control knob is too stiff. The issue found at preparation for use. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign material observed exiting from the channel noted to be due to blockage in device j-tube (water channel). This report is being submitted for foreign material found exiting from the channel due to blockage in j-tube (insufficient reprocessing, handling issue ) found on device evaluation.

Manufacturer narrative:
Full name of the establishment is (buy) korea association of health branch of (B)(6)metropolitan city. Full address name of the facility is (B)(6). The subject device was received and evaluated . The reported ¿angle adjustment control knob is too stiff¿ was not confirmed during inspection. However, angulation in up direction was found out of standards due to worn angle wire. Service repair noted, stiffness angulation is not functioning at all due to worn of stiffness ring. Additionally, inspection found foreign material exiting from the channel due to blockage in j-tube. The nozzle observed to be deformed. Furthermore, the following findings during inspection were noted on the device: insulation resistance at the tip is out of standards due to detachment of a-rubber (ar). Water squeeze quantity is out of standards due to deformation of nozzle. Liquid leaks due to blockage of j-tube. The condition of lg bundle is not good. Lg lens is broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign matter was not able to be identified. Based on the results of the investigation, it is probable that foreign matter may not have been removed by proper reprocessing due to physical damage of the device. Olympus will continue to monitor field performance for this device.